Event description:
Due to unfavorable anatomy, a bifurcated zenith endovascular graft was converted to an aortouni-iliac configuration utilizing a converter and an occluder. Just distal to the aneurysmal portion of the aorta, the anatomy narrowed causing the contralateral limb to be pinched and not fully open when deployed. As a result cannulation of the contralateral limb was not possible. Procedure was converted with good results noting a seal against the aneurysm. Before concluding the procedure a stent was deployed in the left renal artery in order to ensure continued flow through the vessel and avoid any further complications. The stent was deployed due to the pre-condition of the renal artery and had no bearing on the positioning or deployment of the endovascular graft. Procedure concluded upon final angiogram. No endoleaks were viewed.